Event description:
It was reported that during a procedure, at 144,000 joules of use and 26 minutes, "fiber kept going to standby and saying fiber needed to be cleaned. Water not flowing properly and eventually didn't vaporize correctly". The fiber was exchanged. At 354,005 joules of use and 54 minutes, it was reported that the laser continuously showed that the fiber needed to be cleaned; doctor requested third fiber to complete the case. The third fiber was utilized to complete the procedure. Patient outcome: "ok". There was no report of patient injury.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-502a-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion; the fiber exhibits severe melting of the uv glue zone at the attachment of the glass cap to the fiber. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.